Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the removal of the guide from the femoral catheter, the doctor noticed that the rigid side of the guide was stuck in the patient's vein. After several tries he managed to remove it. We did not need to use another device to finish the intervention." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a lidstock for analysis. Visual analysis revealed that the guide wire was unraveled from the distal end. The guide wire also contained one slight kink. Microscopic examination revealed that the distal weld was separated and not returned. The proximal weld appeared to be spherical and full. Visual examination of the catheter could not be performed as it was not returned for analysis. The guide wire contained one kink 215 mm from the proximal end. The total length of the core wire measured to be 430 mm which indicates at least 19 mm were separated and not returned per product drawing. The outer diameter of the returned guide wire measured to be 0.455 mm which is within specifications of 0.432-0.457 mm per product drawing. Functional examination of the guide wire could not be performed due to the damage observed. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously. Warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire separated in use was confirmed through examination of the returned sample. The core wire was broken near the distal end. Dimensional inspection confirmed the separation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of the guide wire separating/unravelling. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event; however, the probable cause of the guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the removal of the guide from the femoral catheter, the doctor noticed that the rigid side of the guide was stuck in the patient's vein. After several tries he managed to remove it. We did not need to use another device to finish the intervention.". The patient's condition is reported as fine.